Event description:
It was reported that the customer received a continuous glucose monitor error 42 . There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the process. After the reset, the error did not recur, and the caller was advised to wait 20 minutes before starting another sensor session, which they understood and acknowledged.